Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with about 250 units of insulin. The customer reported the insulin gauge displayed 20 units, and the customer expected the fill estimate to be "much higher", the customer then added an additional 100 units of the current cartridge, which caused the cartridge to leak. Reportedly, the cartridge had insulin "all over" and the customer was unable to specify the location of the leak. The customer's blood glucose level ranged from 204-235 mg/dl. The customer declined to load a new cartridge during the time of the call. During a follow-up call on (B)(6) 2016, the customer loaded a new cartridge successfully and received an accurate fill estimate.